Manufacturer narrative:
All available information was investigated, and the reported clip open while locked (cowl) could not be replicated in a testing environment. Additionally, the harness was observed to be deformed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported cowl and observed deformed harness were unable to be determined. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported a mitraclip procedure was performed to treat grade 4 functional mitral regurgitation (mr) with a dilated left atrium and restricted leaflets. During the procedure the clip opened from five degrees to approximately 80-90 degrees after being the lock line was removed. The clip was stable on the leaflets, however, the patient was converted to surgery.